Event description:
It was reported that a spectrum pump powers off when battery is touched. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing ,¿powers off when battery is touched" was not reproduced. The device was tested with a known good battery and functioned as intended. A customer battery module was not returned with the pump. The pump did not power off during use and no visual abnormalities that could cause or contribute to the reported problem were observed. A review of the event history revealed ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pin. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.